Event description:
It was reported that during the implant procedure and after the physician closed the incision of the pocket, two long threads of debris were pulled from the operative field. It was suspected, but unconfirmed, that these were part of the sheaths used during the implant procedure. No patient complications have been reported as a result of this event.